Manufacturer narrative:
It was reported to abbott, a patient¿s ipg was at end of life and a lead with high impedance. Surgery took place where the ipg and lead were replaced. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined. ¿additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.¿

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempt was made to obtain complete device information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s ipg inoperable due to reaching end of life. Additionally, there was high impedances. As such, surgical intervention took place wherein the entire system was explanted and replaced to address the issue. Reportedly, therapy was restored post op.